Event description:
During a review of vns patient's programming history, it was identified that the patient received a high impedance warning during system diagnostic testing nine months after implant surgery. Good faith attempts for additional information are in progress.